Event description:
It was later reported by the patient that the "battery died." The device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. The device met 77% of the expected longevity. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the longevity of the device was questioned by the clinician. It was thought that the device longevity should be longer. The device is still in use. The ventricular lead tested out of specification during manufacturer's analysis. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage indicated pre/approaching elective replacement indicator. The weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery voltage equal to 2.944 to 2.814 volts between (B)(4) 2012 which is before device recommended replacement time less than or equal to 2.6251 volts. (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was oversensing with on ventricular fibrillation episode equal to 190 milliseconds per average ventricular cycle on (B)(4) 2012.